Event description:
Pt status post nail and endcap implantation returned to surgeon. An x-ray showed the end cap came loose and the implant migrated. Surgeon removed the end cap only due to it's prominence. Surgeon noted the pt was healed and left the nail implanted.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.